Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, premature battery depletion was suspected. Session records were sent to abbott technical support for review which indicated a battery longevity overestimation by the programmer. The device was explanted and replaced to resolve the event. The patient was in stable condition.